Event description:
During a tavr procedure, an attempt was made to place a cerebral protection system via the right radial artery using the cougar xt guidewire. Radial artery access was noted to be difficult due to anatomy and small size of the artery. Upon insertion and advancement of the cougar xt guidewire, the radial artery was noted to spasm around the guidewire. Some resistance was felt as wire was being pulled back out of the radial artery. Post removal, the wire was visually inspected and appeared to be intact. On (B)(6) 2021, the patient reported pain and swelling to the right arm. An ultrasound was ordered which confirmed a right radial pseudoaneurysm (psa). The patient was taken to the operating room for vascular repair of the psa. During the repair, what appeared to be a thin, coiled wire filament or fragment was pulled from the artery. The object was sent to pathology and was noted to consist of two silver and cylindrical segments of metal thread, each measuring 0.1 cm in diameter and ranging in length from 8.0 to 15.0 cm. FDA safety report ID # (B)(4).